Manufacturer narrative:
Additional information: section d9 - 9. Device available for investigation; date returned to manufacturer, device, returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h11 - manufacturer narrative. The lead and anchor were returned to saluda. Visual inspection of the lead identified a kink immediately distal to the anchor fixation location, with associated conductor wire damages at the kink. The lead failed functional testing with disconnected electrodes and an isolation failure observed at the kink site. The root cause of the disconnected electrodes and the isolation failure could not be definitively determined; however, it may be linked to the implanting technique used to secure the anchor, as the kink was observed immediately at the distal tip of the anchor arm.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An impedance check identified a disconnected electrode. Reprogramming was performed to restore therapy. A lead revision procedure was performed to replace the lead.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.